Event description:
During the procedure the gdc 10-3d 3d-shape synerg detection circuit detached while being repositioned. The physician managed to get it out with the help of natural blood flow. A section of the coil was still in the microcatheter when it detached. No injury occurred with the pt.